Manufacturer narrative:
(B)(4). Once the investigation is complete, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. When the pump was inquired during a refill appointment, the programmer displayed an error message. The pump was explanted and replaced with a new pump on (B)(6) 2015 and was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that a component was not operating normally. Based on the results of the investigation, the reported event was confirmed. (B)(4).